Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient weight about (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that got an informational power on reset (por) message on the patient programmer (pp) screen after working on an anti-theft detector at a department store. Troubleshooting resolved the issue and no symptoms or complications were reported.